Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime and insulin squirted out. Customer was unable to exit the prime loop. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The device alarmed during prime test due to loose and or protruded drive support disk. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt slot, and missing end cap sticker.